Manufacturer narrative:
B5 narrative information: h6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the pump was exchanged on (B)(6) 2025.

Event description:
It was reported that the patient experienced right heart failure on (B)(6) 2025. Their central pulse pressure was over 18 mmhg and they had peripheral edema. It was noted that the patient had possible pump sucking or failure after stenting without improved hemodynamics, which led to the pump replacement. Suspected pump thrombosis was also the reason for the pump replacement after the stent placement. The cause of the failure was thought to have been associated with the implantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to severe marked edema and dyspnea on exertion. A right heart catheterization (rhc) was performed. In the ramp test, the pump speed was changed from 5000 rpm to 6000 rpm, but the patient's pulmonary artery wedge pressure (pawp), cardiac output / cardiac index (co/ci), and left ventricular end-diastolic diameter (lvedd) did not change. Pump failure was suspected. Log files did not contain any unusual events. A contrast-enhanced computed tomography (CT) was performed and outflow graft stenosis was confirmed. An echocardiogram (echo) was introduced. Additional log files captured intermittent low flow alarms with elevated pulsatility index (pi) and multiple momentary low flow estimates between (B)(6) 2025. The patient underwent stent placement in the outflow graft on (B)(6) 2025. However, after reducing extracorporeal membrane oxygenation (ECMO) support and checking the pump flow, the low flow condition did not improve. As a result, an update to the low flow 2.0 software was requested for both system controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the right heart failure did not exist pre-left ventricular assist device (lvad) implantation. It was considered that the functional right ventricular was preserved preoperatively. A device related issue was considered to be related to the right heart failure. Based on surgical findings, it was believed that after the lvad implant, anatomical remodeling of the right ventricle (functionally the left ventricle) caused the inflow cannula to face the interventricular septum, resulting in insufficient flow. It was confirmed that the outflow graft had been kinked, which was due to the outflow graft stenosis. However, since there was no improvement after treatment, the possibility of pump failure or thrombosis was also considered. The patient presented with symptoms of dyspnea, edema/pleural effusion, and difficulty walking. A right heart catheterization and fluid removal were performed via extracorporeal ultrafiltration method (ecum), however the condition did not improve. The pump was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus, outflow graft stenosis, and inflow cannula misalignment could not be confirmed through this investigation. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported right heart failure and patient conditions could not be conclusively established through this investigation. Review of the submitted log files confirmed the report of low flow alarms. A specific cause for the reported events could not be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 9.0¿ from the pump header. The distal portion of the pump cable was returned connected to the modular cable. Approximately 2.0¿ of the sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. Mlp-043761 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The system controller event log files contained events from 21jan2025 through 29jan2025, 05feb2025 through 06feb2025, and 09feb2025. Numerous low flow alarms were captured throughout the log files. No other unusual alarms or events were captured, and the pump appeared to operate as expected at the set speed. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists potential adverse events, including pump thrombosis and right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The IFU provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. The IFU also thromboembolism and right heart failure as a potential late postimplant complication. The IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The user is instructed to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. The IFU also instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The patient handbook and the IFU provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for mlp-043761 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided, and the manufacturer is closing the file on this event.